Event description:
This is an olympus loaner asset. The insertion tube non-bending section (ig serpentine) was found to be peeling. There is no reported harm to any patient or health care professional. Upon evaluation of the returned device, it was observed that the ig serpentine coating was peeled more than 1 millimeter square area. This is attributed to deterioration. This medwatch is being submitted for the reportable issue of ig serpentine tube coating peeling for more than 1 millimeter square area, as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that insertion tube non-bending section (ig serpentine) coating was peeled more than 1 millimeter square area. This is attributed to deterioration. Other observations for the device are: scratches are found on the scope connector cover, rotating mechanism, operation part, grip, up/down plate, universal cord, and scope connector; scope connector is discolored; bending angle is insufficient due to stretching of angle wire; and distal end rubber coating (a-rubber) adhesive is missing. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Correction: operator of device- health professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device has exceeded its storage period, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.